Event description:
The customer reported corrupt and mixed pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys hard disk drive was evaluated and replaced. The associated sys software was also reloaded. The sys was tested and found to be working as intended and returned to svc.